Manufacturer narrative:
Additional information and the return of the device have been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.

Event description:
M6-c removed, no further details. The device was explanted. The condition of the device at the time of removal was unknown.